Event description:
The smooth pin that was placed in the cross pin slot of the distal femoral cutting block cold welded itself in the block and would not come out. The pin was stuck before it made contact with the bone, and did not prevent the cutting block from coming off.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.